Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The patient was having low flows and then had a backup battery fault alarm. The patient changed their system controller without calling the on-call ventricular assist device (vad) coordinator. Education was provided and they reviewed the recent call with the patient. This had already been sent to him. They reseated the battery which remained in the backup controller. It appeared that the log file captured on (B)(6) 2025, some low flow events. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatality index (pi) was dynamic and elevated. The low flow readings do not appear to be the result of any external equipment malfunction. Backup battery faults were also noted on (B)(6) 2025 starting at 21:04:09. The battery was re-seated to resolve the issue. There was no adverse patient effect due to the self controller exchange. The reason for low flow alarms was identified to be dehydration, and it resolved with fluids. The patient had no symptoms related to low flow alarms. They confirmed reseating the battery resolved the emergency backup battery (ebb) faults. The patient was at home and doing fine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on (B)(6) 2025. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data, and the patient¿s controller was observed to have exchanged at the end of the log file. The system controller (serial number: (B)(6) was not returned for analysis. Available information for this event indicates that the controller remains in use as the patient¿s backup controller, and that the alarm resolved after the backup battery had been reseated. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to call their hospital contact for instructions in the event of a backup battery fault alarm. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.